Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user¿s mother reported that the replacement ilet pump continued to show the same issues as the prior device. Troubleshooting confirmed multiple occlusion alerts, repeated "alert 38" (motor stall-related), and failure to proceed when attempting to fill tubing (stopping after 0.5 units with ¿unable to proceed¿ message). Despite changing out all supplies, including from new boxes, the issue persisted. Resolution: agent arranged for a new ilet to be overnighted, with tracking to be emailed, and reviewed return procedures for the defective unit. User will rely on backup insulin pens until the replacement arrives. No symptoms were reported by the user during the event, and no medical intervention reported at the time of call.